Manufacturer narrative:
The atrial lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that the patient with this atrial lead had been lost to follow up for 4 years. During the follow up visit, the atrial threshold was increased and intermittent atrial capture was noted. Atrial lead dislodgement was suspected. The atrial outputs were programmed to maximum outputs and the device mode was reprogrammed to dddr 50-130bpm to promote intrinsic p-wave conduction. The lead remains implanted. No adverse patient effects were reported.